Event description:
Meter name: one touch basic original. Strip name: one touch strips. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: unk. A pt reported they were not able to get a blood reading. Their meter allegedly would only prompt not enough blood and clean test area. Not able to get a blood reading at all. Meter was not compared to any other equipment. There was no treatment. No further info has been reported.